Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that prior to taking the device out of its package the field representative interrogated it and a yellow screen appeared indicating it was in safety core. The device was sent back for analysis.

Event description:
The boxed device was received at boston scientific's return product department.

Manufacturer narrative:
Engineering calculations determined that this device passed longevity calculations. The reported clinical observation (safety mode) was confirmed. Extensive laboratory testing determined that safety mode occurred as a result of device faults attributed to a leaky supply capacitor. Microscopic inspection found that the supply capacitor had a terminal end to terminal end crack.